Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 alarm on the homechoice (hc) machine during dwell 4 of 6. The technical service representative (tsr) assisted the home patient (hp) to close all clamps and the transfer set. The tsr explained the alarms and the caregiver (cg) stated that a supply bag fell off the table and disconnected while in dwell 4 of 6 causing the alarm. The tsr advised to discard all supplies and to report the event to the nurse the next morning. The hp will finish tonight's therapy manually. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient has resumed therapy just fine. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; therefore, the cause is undetermined. However ,the caregiver states a supply bag fell off the table and disconnected while in dwell 4 of 6 causing the 2240 alarm. The batch review was performed on potentially associated lots (h10f17090) with no issues noted. Labeling review found the labeling adequate for the potential use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).